Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin and the blood glucose was high. The customer¿s blood glucose level was 192 mg/dl at the time of incident. The customer¿s current blood glucose level was 357 mg/dl. It was reported that the patient¿s blood glucose was high and they had received the insulin flow blocked alarm. The customer stopped trouble shooting and stated that she will check blood glucose and get him connected and see if it works and if not she will callback. The insulin pump will not be returned for analysis.